Event description:
It was observed during the device inspection that the generators exhibited the motherboard was broken. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center, the device evaluation found the mother board was broken. The broken mother board was likely due to an electrical/electronic component problem. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.